Manufacturer narrative:
There was no patient involvement at the time the issue was discovered as the issue occurred during testing. The customer called technical support to report that the touchscreen was not functional. Per good faith effort (gfe) response received on 09jul2024, the biomedical engineer (bme) stated that the touchscreen failed calibration during testing and was not working. The bme therefore replaced the touchscreen, and after performing touchscreen calibration, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functional. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not functional. The investigation is ongoing.